Event description:
It was reported that during preventive maintenance of an arctic sun device they asked to check the level sensor. It was told that with 1 liter of water out of the target 3.5 liters, the device showed full and no more water could be refilled. It was reported that during preventive maintenance of an arctic sun device the replacement of the level sensor was carried out in the field. The device did not cool down in the field afterwards. On the visual inspection there was no damage. And quick check performed, no issues were detected. The fault could not be reproduced. The device cooled normally. New calibration, metrological inspection and safety inspection were performed. The device passed the procedure and could be placed back into normal use.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue could not be duplicated during evaluation. The device was evaluated upon receipt. A quick check performed, no issues were detected. The fault could not be reproduced. The device cooled normally. No repairs were made for the reported issue as the event was unconfirmed. DHR review not required. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during preventive maintenance of an arctic sun device they asked to check the level sensor. It was told that with 1 liter of water out of the target 3.5 liters, the device showed full and no more water could be refilled. It was reported that during preventive maintenance of an arctic sun device the replacement of the level sensor was carried out in the field. The device did not cool down in the field afterwards. On the visual inspection there was no damage. And quick check performed, no issues were detected. The fault could not be reproduced. The device cooled normally. New calibration, metrological inspection and safety inspection were performed. The device passed the procedure and could be placed back into normal use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preventive maintenance of an arctic sun device they asked to check the level sensor. It was told that with 1 liter of water out of the target 3.5 liters, the device showed full and no more water could be refilled. It was reported that during preventive maintenance of an arctic sun device the replacement of the level sensor was carried out in the field. The device did not cool down in the field afterwards. On the visual inspection there was no damage. And quick check performed, no issues were detected. The fault could not be reproduced. The device cooled normally. New calibration, metrological inspection and safety inspection were performed. The device passed the procedure and could be placed back into normal use.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue could not be duplicated during evaluation. The device was evaluated upon receipt. A quick check performed, no issues were detected. The fault could not be reproduced. The device cooled normally. No repairs were made for the reported issue as the event was unconfirmed. DHR review not required. The labeling/packaging review is not required as the reported event is unconfirmed. UDI related data quality updates only. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.